Event description:
It was reported that during preparation for a percutaneous coronary interventional procedure, upon unpacking the box, the pouch had been opened. The procedure was completed with another of the same device. No pt injuries or complications were reported.